Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The initial reporter address is (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022. That a wallflex biliary fully covered stent was implanted to treat a long anastomotic stenosis in the common bile duct on (B)(6) 2022. The stent was removed during a scheduled stent removal procedure on (B)(6) 2022. On an unknown date, tissue ingrowth and stent cover damaged was noted. During the scheduled stent removal procedure, the physician encountered difficulty in removing the stent using a rescue forceps. The stent was completely removed after several attempts and the procedure was completed. There were no patient complications as a result of this event. Note: a photo of the complaint device was provided and it was noted that the stent was broken and kinked.